Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention control samples. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr, qc 2: 4.9 inr, qc 3: 4.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results reported by the customer were confirmed in the meter's memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4). The patient performed repeated testing on the meter. The result from the meter at 8:31 am was 4.7 inr the repeat result from the meter at 8:33 am was 2.6 inr. The therapeutic range is 2.5 inr to 3.5 inr and she tests once a week.